Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an advanced evaluation trial patient's external neurostimulator (ens). Rep called to report that the patient had a pulmonary embolism the day after starting the trial and the patient is in the critical care unit. The rep said the healthcare provider (hcp) thought the patient might not make it. The rep discussed with the hcp what to do with the system. The lead is present but has been disconnected from the ens and external components; the lead is still bandaged at this time. Additional information was received by the rep who said the lead was removed on (B)(6) 2018. No device issue and no further patient complications have been reported as a result of this event.